Event description:
It was reported there was a shocking or jolting sensation in the paresthesia area that was intermittent. Caller reports reading <250 ohms on pair 0-3. All other readings were 609-1093 with ???'s on some readings. Impedances were done at 4.0 v and 450 pw. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).